Event description:
The report rec'd indicated that when the surgeon opened the package of the precise rx nitinol stent, it was observed that some millimeters of the stent had pre-released.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of the date of the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.